Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Blood glucose level was not impacted. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer regarding a possible cause of the resistance (e.g. Cartridge septum material blocking the needle).